Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics. (B)(4).

Event description:
It was reported that the patient developed an infection. The device was explanted.